Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: blood glucose (bg) rose to 400 mg/dl with moderate nausea and headache. Upon changing infusion set, found insulin leaking at the cartridge /tubing connection and insulin in the cartridge compartment. Patient changed out cartridge and infusion set and has given a correction bolus with the pump: bg is coming down. Patient has discarded the cartridge in question. This complaint is being reported because the cartridge was leaking insulin. The bg excursion does not meet the criteria of an adverse event.